Event description:
It was reported that the customer was hospitalized due to high blood glucose of 24.4mmol/l. The customer hasted for high glucose with manual injections. It was stated that the customer experienced fever, dehydration, and ketones. Troubleshooting was performed. The time, date, and settings were correct. It was mentioned that the insulin pump alarmed motor error during the prime process, but the alarm was cleared. The device was not exposed to an MRI. The displacement test was performed and passed. Assisted the customer to run a fixed prime test, but the insulin pump did not alarm. Advised the caller that the alarm may be related to connections issues. It was stated that the customer has lost confidence on the device and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.